Manufacturer narrative:
250ml baxter bag ndc 0338-0049-02, lot number y223537, exp jul 18, 0.9% nacl, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17015194 is 10885403273940. The customer¿s report that the pca tubing broke and leaked was confirmed. Visual inspection revealed that the female luer had a vertical hair line crack that measured 0.419 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed a leak through the crack. Pressure testing resulted in no leaking while the tubing was manipulated at each engagement. The cause of the leak was identified as a cracked female luer. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the pca tubing broke at site where kvo port meets and leaked over the bed and floor. There is no report of patent harm.